Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer jammed shut and unable to be recovered. The field service engineer (fse) found an error message stating that the drawer failed to close. The fse tried the emergency release lever, but it would not budge. The fse removed the drawer, suspecting a solenoid issue and managed to release it by prying on the solenoid. The drawer opened but could not latch closed again. The fse then found a folded medication instruction booklet wedged in the drawer. After removing the debris, the fse confirmed that the drawer operates normally, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer was jammed shut and failed to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.